Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device had damaged bearings could not be confirmed. However, during evaluation, it was determined that the device ran in safety (powerbroken) due to a broken drive shaft pin and the cutter did not rotate. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position. It was determined that the broken drive shaft pin was due to excessive force being placed on the device during use. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device had damaged bearings. During in-house engineering evaluation, it was determined that the device cutter did not rotate and ran in safety. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.